Event description:
Agent observation: device appears to be undersensing/oversensing on the atrial lead. High a. Threshold on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).